Manufacturer narrative:
The device has not been returned for eval. Should new info become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced high blood glucose levels.